Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the leakage occurs at connection to the device. No patient injury reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a lack of solvent at device connection, this issue could cause leakage or another functional fail test. Functional testing found the reported failure mode is confirmed. The root cause of the reported issue was found to be a lack of solvent. Awareness notification was performed to personnel on (B)(6) 2022 to explain the importance of adherence to manufacturing procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).